Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 475mg/dl. It was stated that the insulin pump alarmed no delivery while the customer was in the hospital and the device was reconnected. It was also stated that the doctor suggested the insulin pump should be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.